Manufacturer narrative:
The pump was returned to animas. The pump was powered on normally and exercised with no alarms occurring. The pump's electrical current was tested and found to be within specifications. There was no evidence of moisture ingress. The complaint regarding the pump and battery overheating could not be duplicated during evaluation.

Event description:
The reporter stated the pump emitted a "low battery" alarm and shut off. The pt also told the reporter (his mother) that the pump felt hot to the touch. The pump history revealed "low battery" alarms and no corrosion was noted in the battery compartment. There was no reported pt impact.